Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: battery cannot be charged.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The ventilator, a hamilton-t1 was reported to have a battery that would not charge. The issue was identified during non-clinical use, and the device was not connected to a patient at the time. Consequently, the event did not cause or contribute to a death or serious injury to a patient. No visual or audible alarms were indicated by the complainant, and no device logfiles were provided. The battery did not respond to calibration attempts in the charger and remained non-functional. Initially, it was unclear whether one or both batteries were affected. However, further investigation identified one defective battery as the root cause. The issue was resolved by replacing the defective battery, and the device was confirmed to be functioning as intended following the correction.

Event description:
The event description according to the customer is as follows: battery cannot be charged.